Event description:
It was reported that the ilet pump generated a persistent alert 32, indicating a delivery motor communication error, the motor seized, and insulin delivery stopped; the user attempted multiple restarts without resolution and transitioned to multiple daily injections while a replacement was arranged. Symptoms included no reported adverse clinical effects, and blood glucose remained in the normal range as the user continued cgm monitoring. Outcomes included interruption of automated insulin delivery and the need for alternative therapy with return of the affected pump. Investigation included troubleshooting, user education on shutdown and data sync, and coordination for device return and replacement. Investigation of the returned device revealed an internal motor or motor processor communication malfunction consistent with a delivery motor communication failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form observations to ensure full reporting compliance.